Event description:
On 3/8/91, a 70 year old male pt was implanted with a single-lead atrial synchronous ventricular pacemaker system. On 9/19/06, the pt presented for a pacemaker replacement due to normal battery depletion. A new pacemaker was implanted with the existing lead. On 6/16/97, the MFR received a report that the above referenced pt had presented with loss of ventricular pacing due to a lead fracture. On 6/11/97, the physician elected to explant the pacemaker and capped off the existing lead. A new pacemaker and lead were implanted and the complication was resolved. The explanted pacemaker and lead was not returned to the MFR for an evaluation therefore, no functional analysis can be performed.